Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the distal section of the pipeline did not open. It was not placed in a vessel bend when it failed to open. In an attempt to open the pipeline, it was retrieved once, adjusted system tension, waited, etc. There was normal, no obvious resistance during delivery of the pipeline in the marksman catheter. There was visual deformation on the tip end of the marksman catheter.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex and marksman catheter were returned inside a bio-hazard bag and a shipping box. ¿ damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal, middle, and proximal ends were found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned from 5.0 cm to 14.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end was found to be opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was normal and the braid was not positioned in the vessel bend, which rules these factors out as potential causes. It is possible that the damaged braid may have contributed to the failure to open. Braid damage can occur due to over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "catheter kink/damage" was confirmed. Both the pipeline flex and the catheter were found to have damage. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was likely used. This damage may have resulted from the customer¿s attempts to advance or retrieve the pipeline flex through the catheter against resistance. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. The customer reported that the vessel tortuosity was normal, which rules it out as a potential cause. Possible causes of resistance and difficulty navigation include high force delivery, resistance during delivery, over-manipulation, and lack of continuous flush. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that opened poorly and appeared to be damaged/frayed. The patient was undergoing a procedure for flow diversion treatment of a right vertebral artery unruptured fusiform aneurysm. The aneurysm max diameter was 5mm and the aneurysm neck diameter was 9mm. Patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). After devices were prepared and hydrated and the system was in place, deployment of the pipeline was initiated. After the tip of the pipeline stent was pushed out, opening was poor and obvious abnormal burrs were observed. It was also noted that the marksman microcatheter had lost ability to sufficient adjust tension due to repeated operations during adjustment of the pipeline stent so the devices were removed together and both were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228916929); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.